Event description:
Customer reported false negative reaction for anti-d using mts abd/rev mono gel cards lot # 092914037-65 exp 8-sep-2015. According to customer, sample was tested on provue and using mts abd/rev gel cards on (B)(6) 2015. Sample type was reported as group a, rh negative to physician's office. No weak d testing was done. Patient was pregnant female (no details on sample, prenatal or antenatal). Stated, on (B)(6) 2015, physician¿s office contacted facility stating, blood type is different from previous history of patient. (Historical blood type of group a, rh positive) no details on methodology used for previous testing. Customer stated sample was retested using different lot # of gel cards both on provue and in manual gel method. Blood type = group a, rh negative from both methods. Customer then tested sample using tube method and ortho antisera and blood type = group a, weak d positive (2+ at ahg phase) obtained. Testing was also done using igg gel cards and confirmed weak d positive (2+). All cards and reagents confirmed to have been stored as per IFU. Visual appearance before use was acceptable. All reagents used passed qc and no other patients tested to date exhibited discrepancy.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Actual gel card was not available to be sent to ocd for further investigation. (B)(4).